Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were failed to open. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not opening. A technical support specialist remoted into the cabinet, confirmed that the network adapter was already populated and the network configurations were correct; upon checking the event viewer, the issue was found to be associated with pi 55845, after which the medbank application was closed and reopened, successfully bringing the drawers back online. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were failed to open. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.